Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system was recently implanted and the patient was experiencing pauses in pacing during recovery. The patient had an escape rhythm coming through around 38 beats per minute. It was suspected that there was loss of capture or oversensing contributing to the clinical observation. The patient's right ventricular (rv) lead was a non-boston scientific product. In depth troubleshooting was performed. A data disk review indicates that there is likely oversensing happening due to high rates in the sensed bins. No adverse patient effects were reported. The patient remained in the hospital since implant as the physician was changing medications. Subsequently, the patient underwent a revision procedure and the non-boston scientific lead was removed and a new one was placed. No further complications have been reported and the patient was discharged from the hospital. The physician plans to continue to follow this patient on the remote monitoring system. This device remains in-service.